Event description:
Related manufacturer reference number: 1627487-2019-04385. Follow up information received that the patient underwent surgical intervention in which the leads were replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04385. It was reported that the patient experienced inadequate therapy. It was confirmed by x-ray that the leads had migrated. The patient plans to undergo surgical intervention.